Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they were experiencing low blood glucose levels of 46 mg/dl. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Advised customer issue may occur to insertion site and to monitor device. Customer's blood glucose level was 112 mg/dl at time of reporting. Nothing further reported.